Event description:
It was reported the patient had a broken lead in 2009 that was surgically revised and a new implantable neurostimulator (ins) was put in. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# j0443894v, implanted: (B)(6) 2004, product type: lead.(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# j0443894v, implanted: (B)(6) 2004, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the doctor had left a lead in their body when they did the replacement in 2009 and that they would be having it removed on (B)(6) 2020. There were no further complications reported.